Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-jan-2023 h6: investigation summary customer returned (1) bd safe clip from lot # 2040001. Customer states that the safe clip no longer clips. The returned sample was tested and was able to operate properly without any observed defects. A device history record review showed no non-conformances associated with this issue during the production of this batch. Embecta was not able to confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. See h10.

Event description:
It was reported while using bd safe-clip¿ it was not clipping. This occurred on three devices. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported the 2 safe clip devices will no longer clip ultra fine syringes or accept the needles in the safe clip hole. Claims used for about 1 month with both devices.

Event description:
It was reported while using bd safe-clip¿ it was not clipping. This occurred on three devices. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported the 2 safe clip devices will no longer clip ultra fine syringes or accept the needles in the safe clip hole. Claims used for about 1 month with both devices.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2031001. Medical device expiration date: na. Device manufacture date: 25feb2022. Medical device lot #: 2040001. Medical device expiration date: na. Device manufacture date: 29jun2022. The manufacturing location for this product is nypro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.